Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the electrode array could not be inserted completely by the surgeon during the first surgery. It was partially inserted in the basal turn of the cochlea. The pt's performance was affected. A revision surgery was planned. The surgeon found that there was complete ossification of the cochlea's basal turn, and it was difficult to reach beyond a few mm in the basal turn. The decision was taken to explant the pt. The pt was implanted on the contralateral ear.